Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the used of the starclose device achieved arteriotomy closure of the superficial femoral artery (sfa) after an unspecified procedure. Reportedly, the device deployed properly; however, it was difficult to remove. The physician activated the safety release button in the retrieval attempt. The device was ultimately removed with applied force and hemostasis was achieved with the clip. There were no adverse patient effects. Though requested. No additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.